Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system initially failed to boot, with the bios screen frozen on the data monitor displaying an error message. On further troubleshooting, the fse rebooted the system and the issue resolved. The fse explained that the error may have been caused by a temporary issue during initial startup. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the data monitor had frozen, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.